Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 33006705815-2022-16256. It was reported that the patient's leads were explanted and replaced due to being fractured. Effective therapy was established post-operatively.

Manufacturer narrative:
The reported event of lead revision due to fracture was confirmed. As received, the octrode lead stimulation end had all its internal wires broken, that is consistent with an overstress condition or sudden event the lead was subjected while in vivo.